Manufacturer narrative:
The customer has confirmed no patient adverse effect or delay in surgery occurred. The customer also confirmed that the patient was under monitored anesthetic care. The customer was not able to provide patient information due to privacy. Actual device evaluation is still anticipated, and the month and year of the subject device's manufacture is december 2021.

Manufacturer narrative:
The device has been returned to olympus and is pending evaluation and investigation. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a single use aspiration needle was not sharp enough to puncture a lesion during an endobronchial ultrasound procedure. The puncture attempt caused the needle to bend. The customer also reported a nurse attempted to insert the stylet to flush the lumen after the puncture attempt, but a straight water jet from the distal end of the needle tip did not occur. This MDR is being submitted due to the reported malfunction of the needle not being sharp enough to puncture the lesion. No patient or user harm has been reported, and the customer reported that the procedure was completed after replacing the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the reportable malfunction (needle not sharp enough to puncture) was not confirmed. Additionally, the repair center found the water jet from the distal end of the needle did not fly straight, the needle tube was buckled, and the needle was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable malfunction was unable to be identified as it was unable to be reproduced during the device evaluation. The following is included in the instructions for use: ¿when inserting an aspiration biopsy needle into an endoscope, bending occurs at the tip of the needle tube. When puncturing, consider the bending of the tip of the needle tube and perform puncturing while confirming the tip of the sheath and the tip of the needle tube using endoscopic and ultrasound images. Puncture without considering the bend of the needle tube may lead to perforation, heavy bleeding, and mucous membrane damage. Also, do not undo the bent needle tube. It may lead to breakage of the needle tube. Do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. When removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed. Do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. Return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. Do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty. If the resistance is high and puncturing is difficult, do not force the needle slider. The tip of the needle tube may suddenly protrude from the tip of the sheath, resulting in perforation, major bleeding, damage to mucous membranes, or damage to the endoscope or aspiration biopsy needle.¿ olympus will continue to monitor field performance for this device.